Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient experiencing pectoral stimulation presented in clinic. Device interrogation revealed that the right ventricular lead had increased pacing impedance, increased capture thresholds, and noise. Noise was reproducible in clinic with isometric maneuvers. The lead was capped and replaced on (B)(6) 2019. Patient was stable post procedure.

Event description:
New information received notes the lead had dislodged.